Event description:
It was reported that the right atrial lead exhibited increasing noise issues. The patient had also received inappropriate high-voltage therapy by the implantable cardioverter defibrillator. During revision procedure, insulation damage was noted. The lead and device were both removed and replaced and the patient was stable post-procedure.

Manufacturer narrative:
The reported field events of noise, undersensing, and insulation damage were confirmed via analysis. A complete lead was returned for analysis in three pieces. External insulation abrasion was noted from 10.9 cm to 11.2 cm from the connector pin, consistent with friction against the pulse generator can. Filar fracture was noted at this location. All other damage found was sustained during surgical procedure.